Manufacturer narrative:
Corrected data: date of event was determined incorrect in the earlier report submitted and has been corrected to (B)(6) 2017. Corrected data: date of explant was determined incorrect in the earlier report submitted and has been corrected to (B)(6) 2017 corrected data: date of explant was determined incorrect in the earlier report submitted and has been corrected to (B)(6) 2017. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02534. It was reported the patient experienced an infection at an unknown location. As a result, the entire scs system was explanted and the patient was hospitalized and treated with IV antibiotics and remained on oral antibiotics after discharge wherein the infection has cleared.